Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat the mildly tortuous distal right coronary artery that had heavy calcification and a 90% stenosis. Intravascular ultrasound (ivus) and pre-dilatation were performed prior to the attempt to deliver the 2.5 x 18 mm xience v stent delivery system (sds) to the lesion; however, it did not cross the lesion, and resulted in a stent implant dislodgement. The dislodged stent implant was retrieved successfully with a snare device. There was no resistance felt during retraction of the sds from the patient. A new 2.5x15 mm xience v stent was implanted successfully at the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw, sion blue; guide cath: mach 6f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.